Event description:
When the vessel sealer was inserted into the cannula, it would not work. The arm went yellow and the light on the vessel sealer box went red. We opened another and it worked perfectly.